Manufacturer narrative:
Insulin pump was received with minor scratched lcd window , scratched case, pillowing keypad overlay, end cap address label missing, serial number label missing, missing retainer, and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir compartment had a missing o-ring. The insulin pump also had a crack on the case. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.